Manufacturer narrative:
(B)(4)

Event description:
It was reported that during interrogation of the patient's vns, the physician observed a pop up warning of high impedance. System diagnostics were ran and confirmed the high impedance. It was reported that no trauma or manipulation had occurred and the patient was not in any pain or discomfort. Clinic notes received indicated that the vns was programmed off at the appointment. The patient was referred for lead replacement surgery. It was reported that during the patient's lead replacement surgery, while attempting to remove the lead from the patient's generator, the surgeon accidentally unscrewed the set-screw too far and the set-screw and septum plug fell out of the generator. The patient was implanted with a new generator. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out the information that the explanted products were received by the manufacturer. Device available for evaluation, corrected data: initial report inadvertently selected "no" and input "na" instead of "yes" and "09/28/2017."

Event description:
The explanted generator and lead were received by the manufacturer. Product analysis was completed on the generator. The header septum cavity met specification requirements. The septum met dimensional specification requirements. The set-screw shows debris from backing off the set screw too far. There was no performance or other adverse conditions found with the generator and the generator performed according to functional specifications. Lead product analysis is still in progress.

Event description:
Product analysis was completed on the vns lead. The reported fracture of leads were verified in the product analysis, or pa, lab with a break identified in the positive coil. Abraded openings were noted on the outer and inner silicone tubing. Scanning electron microscopy, or sem, images showed pitting/electro-etching conditions at the break locations in the positive coil. The fracture mechanism could not be determined due to the metal dissolution. Sem inspection of the broken ends showed that the wear (flat surfaces) noted on the coil strands resulted in reduction of the diameter of the coil strands up to the point of break. A portion of the lead including the electrode array was not returned and, therefore, evaluation of the device cannot be made for that portion of the lead. No other discontinuities were identified in the returned lead portions. Other than the mentioned observations and typical wear/explant related observations, no other anomalies were identified.